Manufacturer narrative:
Implantable neurostimulator (ins): model: unk, serial # unk, implanted: unk, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider could not insert and secure the lead into the extension. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Final device analysis of the carriers revealed the following: one carrier showed no anomalies; there was some mild stretching, which appeared to be from normal use. The other carrier appeared to be missing the very distal end of the molding. The end of the molding edge was smooth.

Event description:
Additional information. The extension was replaced and no further problems were reported.

Manufacturer narrative:
Extension model 7482-51 (B)(4) implanted: 2011-(B)(6) explanted: 2011-(B)(6); accessory model 3655 serial# unk; accessory model 3655 serial# unk. The extension and tunneling accessories were returned for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.